Event description:
A surgeon reported that during surgery, air bubbles appear in the eye and hinder his view. The surgeon describes it as annoying, but states he is able to handle it. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).